Event description:
Caller stated that he received a text from medtronic advising him to report to FDA that the battery cap of his minimed infusion pump is faulty.

Event description:
Add'l info received for report mw5159561 on 10/02/2024 to change procode to ozp.